Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy effluent fluid coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with unspecified antibiotics for the peritonitis event. Fourteen days after the hospitalization began, the patient was discharged from the hospital. It was reported that the patient was recovered from the peritonitis event. Dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The patient was born on an unreported date in 1941. Should additional relevant information become available, a supplemental report will be submitted.